Event description:
On 1/13/2025, it was reported by a sales representative via phone that the flipcutter iii from an ar-1288rtt2-fc3 bent during drilling. Nothing broke in the patient and the case was completed using an ar-12404ff flipcutter iii. This was discovered during an aclr procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion. The complaint allegation was not confirmed, and no evidence of the failure was received.